Event description:
It was reported that on three occasions the customer's reservoir leaked at the threaded cap. No add'l details were provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion cna be drawn at this time. We therefore consider this report complete to the best of our knowledge.